Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing and misaligned markers on the electrogram (egm). Technical services (ts) was contacted, and ts discussed troubleshooting steps. Ts noted the undersensing was difficult to confirm with the misaligned markers and discussed refractory periods and programming. The s-ICD system remains in service. No adverse patient effects were reported.